Event description:
During a transfemoral procedure the lcc side of the valve sealed the annulus; therefore a moderate paravalvular leak (pvl) was noted. It was decided that a second valve would be placed 50:50 ensuring an annulus seal. The final result was a trace to mild leak with no interference to the mitral mechanical prosthesis. The patient left the procedure room in stable condition. The native aortic annular diameter was 20.3 via transesophageal echo (tee). Per report, there was no ventricular septal hypertrophy and no mitral annular calcification (mac) and the ef was 55%. Initially, the first valve was positioned 60:40 aortic/ventricular and appeared to be deployed 70:30 a/v, and the rcc side was 90:10 a/v. The coaxial alignment of the valve and delivery system and the image intensifier angle were good. The native valve was moderately calcified and the aortic root was mildly calcified. During deployment ventilation was held and pacing capture was not lost. Per report, it was thought that even though coaxial alignment was good, an attempt was made to place the valve more aortic to prevent encroachment on the mechanical mitral valve and the result was an incomplete seal.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, it was thought that even though coaxial alignment was good, an attempt was made to place the valve more aortic to prevent encroachment on the mechanical mitral valve and the result was an incomplete seal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.